Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation is based on the user facility information and evaluation of a retention sample of the reported product code/lot number combination and surrounding lots. Visual inspection revealed no defects. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. The same user facility reported another event with a similar device. See MDR 1118880-2017-00032. The investigation results verified that the retention sample was the normal product. The exact cause of the reported event cannot be definitively determined and there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results and the information provided by user facility, the reported issue may be contributed to user error. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow up. Device not returned to manufacturer.

Event description:
The user facility reported they had a patient bleed significantly after tr band placement. The following information was provided by the user facility: the tr band was placed post procedure. A small hematoma started to form immediately. Hemostasis was achieved with another radial band from a different manufacturer. It was reported that the issue appeared to be the inflation balloon seemed to directed medially. Initially it may have put pressure on the radial artery but then it shifted and bleeding occured. There was minimal blood loss, reported to be 3-5ml. The post procedure deployment was reported to be fine. The patient condition was reported to be stable. Additional information was received 03/31/2017: the patient is ok and they were able to stop the bleeding. The customer has years of experience with tr band, but only recently started having problems with bleeds. The bleed occurred while the band was still in place while the patient was in recovery.